Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that an incorrect screw length was selected for a procedure due to the involvement of components from two different depth gauges. The outer sleeve was from a non-locking depth gauge and the inner sleeve was from a locking depth gauge. The combination of sleeves resulted in a one cm overcalibration of screw length, the implantation of which resulted in a radial nerve palsy. The screw was removed and replaced with a shorter screw. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
(B)(4).